Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 600cc saline breast prosthesis that deflated intraoperatively. After the device had been placed, and while the patient was being sutured, the implant deflated. As a result, the device was removed from the patient and replaced with another mentor smooth round moderate plus profile 600cc saline breast prosthesis (catalog #3502600, s/n: (B)(4)).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 600cc saline breast prosthesis that deflated intraoperatively. After the device had been placed, and while the patient was being sutured, the implant deflated. As a result, the device was removed from the patient and replaced with another mentor smooth round moderate plus profile 600cc saline breast prosthesis (catalog #3502600, s/n: (B)(4)). The device was returned to mentor without fluid inside. White material was observed within the device and on shell surface. During evaluation a rent was observed on the anterior aspect, measuring approximately 1 cm. Microscopic examination of the edges of the rent revealed parallel striations. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).